Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided, this complaint will be re-assessed. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.